Event description:
Procedure was cancelled. It was reported that faradrive steerable sheath clear selected for use. During procedure, the inferior ven cava is significantly narrowed due to compression by a hepatic stent, and the sheath is too thick to advance. An 8.5fr sheath would pass, so change to rf. Procedure was not completed due to this event. No patient complication was reported. The device is expected for return.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
The procedure was cancelled. It was reported that faradrive steerable sheath clear selected for use. During procedure, the inferior ven cava is significantly narrowed due to compression by a hepatic stent, and the sheath is too thick to advance. An non-boston scientific 8.5fr sheath would pass, so change to rf. No damage reported. Physician had trouble while inserting. Procedure was not completed due to this event. No patient complication was reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The device has returned for analysis. Upon receipt at our post market quality assurance laboratory, the faradrive sheath was visual inspected and no abnormalities or defects were found on the exterior of the returned sheath. Next, during functional inspection, the evaluation of the sheath's functionality observed a successful engagement of the deflection mechanism, achieving and maintaining the intended curvature. On the device-to-device interaction, the dilator and sheath interface was noted to be successful as the dilator was able to be inserted smoothly into the sheath and audibly snapped into the valve housing. In the dimensional test, the outer diameter of the tip of the sheath and dilator interface was measured to be within design specification. Finally, microscope inspection of the sheath and dilator interface shows the tip of the sheath to be uniformed and would not have contributed to the associated allegation. Therefore, the complaint allegations of difficulty to advance and difficult to insert were not confirmed through product analysis.

Event description:
The procedure was cancelled. It was reported that faradrive steerable sheath clear selected for use. During procedure, the inferior ven cava is significantly narrowed due to compression by a hepatic stent, and the sheath is too thick to advance. An non-boston scientific 8.5fr sheath would pass, so change to rf. No damage reported. Physician had trouble while inserting. Procedure was not completed due to this event. No patient complication was reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.